Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) was triggered on this pacemaker due to a high pacing impedance measurement greater than 2,000 ohms with another manufacturer's right ventricular (rv) lead. The lead impedances had previously been approximately 600 ohms. The current measurements were approximately 200 ohms in unipolar configuration. The lead was changed back to bipolar configuration and the impedances returned to approximately 600 ohms. Noise was unable to be reproduced during testing. The physician planned to continue to monitor the patient.